Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply cable connection was evaluated and reseated. All pcbs in backplane were evaluated and reseated. The system was tested and found to be working as intended.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.